Manufacturer narrative:
(B)(4). Updated sections: PMA/510k, if follow-up, what type, device evaluated by MFR, correction/removal number device code changed to failure to deliver energy. The device was returned to the factory on (B)(6) 2019 and investigated on 14nov2019. A visual inspection was conducted. Signs of clinical use and blood were observed. There were no defects observed. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device activated repeatedly with no failure observed. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy / insufficient energy" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector, there was very little power going to the bisector to ligate the branches. They changed out the cords multiple times, as well as the valley lab power. Changed out the kit and still had the issue. Case was completed, but it prolonged the case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector, there was very little power going to the bisector to ligate the branches. They changed out the cords multiple times, as well as the valley lab power. Changed out the kit and still had the issue. Case was completed, but it prolonged the case. The hospital did not report any patient effects.